Event description:
It was reported that during an unspecified biliary procedure, the balloon burst. The cre balloon dilation catheter was removed and the procedure was completed with another of the same device. There were no patient complications and the patient status was reported to be good.